Manufacturer narrative:
(B)(4).

Event description:
The patient, via the manufacturer representative, reported that while they were sitting in a chair, they noticed the site where the implantable neurostimulator (ins) was implanted felt hot. The patient tried changing positions, but the hot feeling did not subside for several minutes. There was no activity/apparent reason that led to the patient's body to feel hot at the ins site. During an appointment with the manufacturer representative on (B)(6) 2015 due to the patient having difficulty knowing if their battery was fully charged, a full check was done. This included an impedance check and collecting a data report. Various pictures of the recharger displaying telemetry informational messages were provided. The patient was advised to immediately turn off the device if the event occurred again. The issue was not resolved. No further information was reported. A follow up report will be sent if additional information is received.